Manufacturer narrative:
Device analysis by MFR: the returned guidewire had the distal tip bent and a section of the polymer tip was detached. The detached section was not returned. The damaged section was located approximately at 181.8 cm from the proximal end. No more damages were found in the device. The overall length of the guidewire could not be measured to the detached tip. The outer diameter of the distal tip could not measured due to the detached tip. The outer diameter of the middle and proximal sections of the guidewire were within specification.

Event description:
It was reported that the guidewire tip detached. A pt graphix guidewire was selected for use in a percutaneous coronary intervention. During the procedure, the radiopaque tip detached inside the patient. The tip could not be removed from the patient. The tip was moved to a location which would not be a detriment to the patient. No further patient complications were reported and the patient was well post-procedure.

Event description:
It was reported that the guidewire tip detached. A pt graphix guidewire was selected for use in a percutaneous coronary intervention. During the procedure, the radiopaque tip detached inside the patient. The tip could not be removed from the patient. The tip was moved to a location which would not be a detriment to the patient. No further patient complications were reported and the patient was well post-procedure.